Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the luer connector would not twist onto the patient¿s ilet infusion port, while the same connectors engaged without issue on a demonstration ilet; the cartridge piston had been rewound, and a replacement ilet was arranged. Symptoms included no clinical effects. Outcomes included no alerts, alarms, or medical escalation. Investigation included troubleshooting and user education during a training session. Investigation of the returned device revealed an inability to attach the luer connector at the ilet interface on the patient¿s device, consistent with a connector-to-port fit or interface issue, which was not reproducible on a demo unit.